Event description:
Country of complaint: (B)(6). Surgery was performed by percutaneous technique, and in moving the stem was all done perfectly without any problem. However the scopist and the instrumentation problem. However the scopist and the instrumentation technician identified a "ball" in the side of the fixing, tried to understand where it began to appear in images, and finally returning the pictures of scopia was noticed that it appeared after placing the stem. Delay of 35 min.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.